Event description:
It was reported that the lead was being returned due to a lead break. The physician could not remember which pt the lead belonged to and did not have any further info regarding the event. Product has been requested, but has not been rec'd by MFR to date.